Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and discovered that the baths were not draining due to a plug in tubing through valve lv14. The fse replaced the tubing through lv14, resolving the leak reported and rbc recovery on controls. (B)(4).

Event description:
The customer reported recovering "x" and "+++" flags for red blood cell (rbc) and normal results for white blood cells (wbc) while running controls on a coulter ac·t diff analyzer. During troubleshooting the customer discovered (a few mls of) fluid leaking from the bath area; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.